Event description:
The pt is participating in a clinical study. It was reported that the pt was suffering from osteoarthritis, left hip. On (B)(6) 2007, the pt underwent total hip arthroplasty and was implanted with a 48-mm durom acetabular component, 42-mm metasul head, 0-mm head adapter, #9 connective femoral with standard offset and -mm neck length module. The pt tolerated the procedure well and was transferred to the recovery room in satisfactory. The pt has done well, but has had progressively increasing pain with certain types of activities. Radiographs revealed osteolysis of the acetabulum as well as proximal femur. On (B)(6) 2013, the pt underwent revision of the left total hip arthroplasty of femoral and acetabular components. During surgery, large collection of joint fluid were seen and significant osteolysis / necrotic tissue in the joint itself. This was debrided.

Manufacturer narrative:
The MFR did not receive the affected devices at this time of the report. Both implantation and revision surgery reports were received. The lot numbers were not provided for the devices, therefore the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).